Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brake pins being out of adjustment from normal usage of the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician recalibrated the brake pin at each caster to create more tension needed inside the caster for proper stopping capacity when engaged at the foot pedal from either side of the bed to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating all four brake casters were not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).